Manufacturer narrative:
The cartridge has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 411mg/dl with frequent urination, symptoms of dehydration, and headache associated with a call service 064 alarm issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, the reporter was instructed to change the cartridge and was able to complete rewind, load, and prime steps with no alarms occurring. Troubleshooting indicated that the patient was not using cartridges appropriately per the instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.